Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert and femoral head. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining femoral stem product/lot code combination. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd (B)(4) 2014 - pfs and medical records received. Part/lot was provided. Operative note indicated a intraoperative vertical crack extending just below the lesser trochanter on the superior surface. The femoral stem is now being reported. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.